Manufacturer narrative:
The investigation reviewed the calibration data and noted that the calibration signals for the last two calibrations for lot numbers 869010 (reported lot) and 888294 were low. These signals increased during reagent use, leading to low qc results. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The customer alleged that the qcs would fall outside of the acceptable range once there are only 60 tests in the reagent pack. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total iii results from multiple patient samples tested on the cobas e 411 analyzer (disk system). One example of discrepant results was provided: on (B)(6) 2026: the initial result was 10.65 ng/ml. On (B)(6) 2026: the repeat result was 17.73 ng/ml.